Manufacturer narrative:
Sample will not be returned for evaluation.

Event description:
Reference medwatch 1219856-2008-00387 for the first event and medwatch 1219856-2008-00397 for the second event involving the same patient. A third intra-aortic balloon (iab) was prepped and when inserted into the sheath the iab became stuck. The iab sheath was removed as one unit. At this time a different lot number was retrieved and the iab was prepped and inserted without difficulty.